Manufacturer narrative:
Summary: method: the returned unit was visually inspected and mechanically tested. Visual inspection of the returned unit found it had damages to the unit case, the safety valve is broken, the fi02 knob was impacted (pushed in) and would not turn past .40 fi02 setting and the flow meter knob is bent. Evaluation : the mixer device was tested as found, during the test due to the mixer's fio2 knob being pushed in, the fio2 knob could not be turned past .40 fio2, so the mixer could not be tested any higher than .40 fi02. The balance reading was also affected with the highest readings being at .30 fio2, the testing was stopped for the mixer. The millennium device was tested: reading for the minimum inhalation was 9.2 cm h2o which is high and out of specification. Reading for the maximum inhalation pressure was 90.4 cm h2o which is high and out of specification. Reading for the maximum exhalation pressure was 30 cm h2o which is out of specification. Reading for the minimum exhalation pressure was 1.0 cmh2o, which is high and out of specification. The balance readings were 36.5, 36.4, and 36.4 which is low and out of specification. Conclusions: the venturi had become dislodged, this can be attributed to the method of cleaning of the exhalation valve patient circuit by the customer. Device manual cleaning instructions recommends that the temperature be below 140 degrees for ethylene oxide. It is not known what type of cleaning and sterilization was used on the exhalation valve, several attempts were made to get the cleaning process information from the biomed technician. The individual contacted could not provide the information requested. Review of the device history records found: millennium ventilator model 20409 - s.n. (B)(4) was manufactured on 02/15/2000. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Review of service records found this unit was overhauled and tested within factory specifications on january 17, 2018 and was returned to customer meeting all factory specifications. This report is submitted to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life supporting and/or life-sustaining device. (B)(4).

Event description:
During regular preventative maintenance, the customer found that the tidal volume was too high and the flow was also off (high). Customer reports that the ventilator was just overhauled in january 2018 and this was not the first time the ventilator was used after being overhauled. Discovered during pm service by biomed and no patient contact or injury occurred.